Event description:
N/a.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, and h11. The device was returned to the factory for evaluation on 11/19/2025. An investigation was conducted on 11/20/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off , which allows for the white plunger to be depressed. The seal was observed in the loading device body. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000479465 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was loaded into the delivery system according to the procedure, but when the delivery system was removed, the seal remained inside the loader, steps 1-4 were performed correctly, but the seal remained. There was no delay in surgery. There was no effect on patient.